Event description:
Fire involving a visionaire oxygen concentrator in a pt's home. Only the pt was present, wife was out of the house at the time. Svc tech from (B)(4) pt at the pt's residence noticed extensive fire damage to the front case and evidence of a burn trail leading from the bed to the oxygen concentrator. Pt sustained facial burns and was admitted to hosp. The oxygen concentrator is not operational, the front case has extensive damage and badly melted.

Manufacturer narrative:
Pt was smoking while using oxygen.